Manufacturer narrative:
Sections with additional information as of 10-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect was found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 12-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Hhn for hospice is calling on behalf of the customer. The customer is concerned with test results from results obtained of 395, 315, 414 and 321 mg/dl. Customer also reported the true metrix meter results were higher than another device; comparison results were not provided. The customer¿s expected fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is 2-3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 161 mg/dl. Date: (B)(6). Time: 5:11pm. Fasting before dinner. Result 2: 395 mg/dl. Date: (B)(6). Time: 1:04pm. Fasting before lunch. Result 3: 315 mg/dl. Date: (B)(6). Time: 8:10am. Fasting. Result 4: 414 mg/dl. Date: (B)(6). Time: 4:44pm. Fasting before dinner. Result 5: 321 mg/dl. Date: (B)(6). Time: 8:22am. Fasting.